Event description:
A pt expired while the device was in use. The customer was contacted, and declined to provide any specific pt, event, medication, or pump settings info. The pt died in 2001. The cause of death reportedly was not determined. The customer reported that "the pump was not a factor". The pca doses reportedly were delivered correctly. The medication missing from the syringe reportedly matched the nursing notes as to what was expected to be gone. Though requested, no additional info was available.